Manufacturer narrative:
Although no device was returned for evaluation, the details of the malfunction will be evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Rn changing left arm peripherally inserted central catheter (PICC) dressing to remove dried blood at site. When cleaning area with chloraprep, blood and intralipids noted to be leaking from intersection of internal catheter and plastic wing.

Event description:
Rn changing left arm peripherally inserted central catheter (PICC) dressing to remove dried blood at site. When cleaning area with chloraprep, blood and intralipids noted to be leaking from intersection of internal catheter and plastic wing.

Manufacturer narrative:
Although no device was returned for evaluation, the details of the malfunction will be evaluation as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.